Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined that the likely cause was accidental failure of the patient board, which controls the scope, reads out and pre-processes images.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. No image was observed when the device was tested with olympus series 180 scopes. The cause was isolated to a faulty printed circuit board.

Event description:
A user facility reported to olympus that the scope detection did not work and would not detect olympus series 180 scopes. There was no patient injury or harm, associated with the problem, reported to olympus.